Event description:
It was reported that approximately 6 years and 4 months after an rx acculink was implanted in the mildly calcified target lesion in the left internal carotid artery (lica), the rx acculink was found to have in-stent restenosis. The patient underwent percutaneous carotid intervention for treatment of the restenosis. During that procedure, after the emboshield nav6 embolic protection device was deployed, it migrated down into the stenotic lesion. The emboshield nav6 was captured using the retrieval catheter and removed from the patient without incident. A second emboshield nav6 was used to complete the procedure. There was no adverse patient effect. There was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx acculink is being filed under a separate MFR number.